Event description:
At the hosp, the emt applied tegaderm tape after I asked him not to. He quickly removed it, but did not clean the area before applying paper tape. Within a day a dermal reaction began that was red, blister and scaly. There were also several bumps scattered over a 7x3 inch area.